Manufacturer narrative:
(B)(4). Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomaly noted during testing. Unit functioning properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. Unit passed the delivery accuracy test.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl. The customer was treated with manual injection. Customer's blood glucose value was 260mg/dl at the time of the calls. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.